Manufacturer narrative:
This report is being submitted to report additional information. The actual summary investigation was previously not submitted. The following sections are being reported: h2: if follow-up, what type h10: additional narratives/data a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No additional or corrected information to report.

Event description:
Customer reported implant site was infected and patient was in pain. Implant was removed and grafted. Tooth 12. Symptoms as a result of the event: pain, inflammation. It is reported that the patient is a smoker / tobacco user.

Manufacturer narrative:
Zimvie complaint (B)(4). Summary investigation.